Manufacturer narrative:
Patient identifier and weight were unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the site took images for image guided navigation, three colored spine instruments were verified, and suretrak was attached and calibrated with a powered surgical drill. The navigation system showed no problem while the accuracy was being verified on the anatomical view. Then, when the navigation screen switched to the trajectory view, the head of the drill shifted downward by about 10mm, followed by an error message. The operator switched "hide projection" to "show as cylinder" then back to "hide projection" again. The error message was cleared and the display went back to normal. Afterwards, the navigation system had no issues through the end of the surgery. There was no impact to the outcome of the patient.